Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Was incorrect on the initial MDR and should have been february 16, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the inspection found the foreign material was a simethicone type product. It could not be confirmed if there was a deviation from the reprocessing procedure. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-290 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-290 series reprocessing manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope, air/water channels had white crystallized contamination. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: light cover glasses chipped; light cover glasses adhesive was worn; optical cover glass adhesive was worn; bending section cover or distal sheath rubber adhesive lifting; light guide tube - protectors - stained; scope connector excessive fluid ingress; switch condition had a hole in the button; switch head was damaged; upwards/downwards angle not to specification; upwards/downwards left/right angle play evident; customers description: stuck in near focus. Should additional relevant information become available, a supplemental report will be submitted;